Event description:
Information was received from a manufacturer's representative (rep) regarding an unknown patient. The rep reported code 372. The technical services specialist (tss) reviewed the code meaning. The rep did not have patient information but provided healthcare provider (hcp) information. Additional information was received from the rep 2026-jan-13. It was reported there was no patient involvement that they were aware of. The rep stated it was more of just general troubles the healthcare provider (hcp) had been having with their clinician tablet "timing out". The rep spoke with technical services, who transferred them to a pump specialist. They checked for updates, and the pump specialist told the rep to just have the hcp turn off the communicator in between patients.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.